Manufacturer narrative:
The adhesive pad was not returned with the device. The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism and bottom housing were inspected, and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the dislodge cannula could not be determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the parent changed out the pod and gave a manual injection.